Event description:
It was reported the insulin pump won't rewind all the way. Customer's blood glucose was 237 mg/dl. Customer's mother was unable to exit the preparing to prime loop. Customer's mother stated the motor would move forward but will not go back. Customer's mother was advised to take out the battery for a minute to rest the device. Settings were reset. Customer's mother stated the drives support cap was in place and recessed. Customer was advised to run a displacement test but was unable due to piston not going all the way in. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). No cosmetic damage noted on pump. The device passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No prime anomaly noted. Pump rewinds properly. However noisy motor noted during rewind due to faulty motor.